Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 645 mg/dl when admitted to hospital. Customer current blood glucose at the time of call was 140 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of reported high blood glucose event. Customer was treated with manual injection for high blood glucose. Customer had a symptoms like headache and increased thirst. The insulin pump will not be returned for analysis.